Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's implant battery is non-functioning. Event date was unknown. Caller did not have any further information. No symptoms were reported and no further complications were reported/anticipated.